Event description:
It was reported that the pacemaker exhibited safety mode. A revision procedure was performed less than one week later where the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.